Event description:
It was reported that insulin pump experienced malfunction alarm identified as malf 5 with associated fault, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it using prepaid label, and was informed of need to reenter pump settings and reconnect continuous glucose monitor to replacement pump, while technical support arranged shipment of replacement pump under warranty.